Event description:
A customer complaint was reported on january 29th, 2024, stating that the rubber on the soft picks advanced product were detaching from the device. The customer was concerned that they were consuming the rubber pieces.